Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 571.6241 on etco2 module sn (B)(4). Case resolution: I recommended (B)(6) to check oridion module harnesses to make sure they are connected/seated properly. If reconnecting harnesses does not resolve the problem, (B)(6) will send unit in for flat fee repair. (B)(4).